Manufacturer narrative:
.

Event description:
The healthcare professional of the clinical study reported via the manufacturer representative that the patient had battery site drainage the size of a pinhole at an office visit. The patient was admitted and a revision to the incision site was scheduled. It was unknown if there was any environmental, external, or patient factors that may have contributed to the issue. The diagnostics and troubleshooting were also unknown but the patient underwent surgery on (B)(6) 2016 to explore the drainage and be revised. The etiology was unknown and the issue was not resolved at the time of report. Patient indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.